Event description:
It was reported that noise and oversensing on the right ventricular channel was observed on this implantable pacemaker system. It was determined that this was due to lead damage. Reprograming of the device was performed. This device remains in service. No adverse patient effects were reported.